Event description:
New information received notes the implantable cardioverter defibrillator presented with premature battery depletion.

Manufacturer narrative:
Final analysis found the reported event of communication failure was confirmed in the lab. The device was unable to communicate with the programmer upon receipt. However, after the device was cut open, the device was found to be in backup vvi mode. The device was restored from backup vvi mode and functional test was performed on the bench; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected. The cause of the field event of communication failure remains undetermined.

Event description:
It was reported a patient presented with cardiac arrest and the implantable cardioverter defibrillator (ICD) did not deliver therapy. Once the patient presented to the hospital, the doctor stated the device battery was exhausted and the device could not be interrogated. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: b5, g3, h2, h6- patient symptoms.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with the inability to be interrogated. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.